Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd insyte autoguard shielded IV catheter 20ga 1.16in (1.1 x 30 mm) was unable to properly connect to the mating component. The following information was provided by the initial reporter: "impossibility to mount the catheter. And if the catheter is mounted, the vein is non-functional."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd insyte autoguard shielded IV catheter 20ga 1.16in (1.1 x 30 mm) was unable to properly connect to the mating component. The following information was provided by the initial reporter: "impossibility to mount the catheter. And if the catheter is mounted, the vein is non-functional."

Event description:
It was reported bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.16in (1.1 x 30 mm) was unable to properly connect to the mating component. The following information was provided by the initial reporter: "...impossibility to mount the catheter. And if the catheter is mounted, the vein is non-functional."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2/28/2022. H.6. Investigation: our quality engineer inspected the representative samples submitted for evaluation. Bd received 18 sealed 20g x 1.16in. Insyte autoguard units from lot number 1147392. The units were inspected and tested for a variety of defects. The units were first visually inspected for any obvious defects and then tested for needle/catheter penetration and catheter drag, flashback, and leakage. Additionally, the units were functionally tested for adequate needle cover removal and needle retraction. All units passed visual inspection and testing. The returned representative units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch.